Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, removed.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 51 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient's medical history was notable for chronic kidney disease and obesity. During support, a large hematoma was observed at the access site with a repositioning sheath in place. The patient was reported to be extremely obese, and the insertion angle was approximately 90 degrees. It was noted that previous vascular access with angio-seal closure had been performed proximal to the current insertion site on the same side. Angle matching was performed; however, despite prolonged manual compression for greater than 3 hours, hemostasis was not achieved. A retroperitoneal bleed could not be ruled out. Heparin infusion was noted with a reported partial thromboplastin time of 65 seconds. Given the persistent bleeding and concern for hemostasis, a decision was made to remove the impella cp device, with placement of a larger arterial sheath to achieve hemostasis. The patient required transfusion of 5 units of blood products. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.2 liters per minute. The patient required inotropes and vasopressors for hemodynamic support. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was removed, and the patient survived the event. Bleeding, including access site hematoma, is a known risk associated with large-bore arterial access, and may be further influenced by patient-specific factors such as obesity, prior vascular access, and angle of the insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.